Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead has shown gradually rising impedances and thresholds. An attempted to extract the lead was unsuccessful because the helix would not retract, so the lead was capped. Should additional information be received, this file will be updated.